Manufacturer narrative:
(B)(4).

Event description:
The customer has also reported that they believe one of the seals performed by the device may have reopened, causing the issue.

Manufacturer narrative:
(B)(4). Date of initial report: 12/14/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device was used during a laparoscopic gastric sleeve procedure without any observed issues. However, the patient experienced abdominal bleeding after the operation. The abdomen was drained and the patient¿s blood pressure was lowered to stop the bleeding. A blood transfusion was not required. Both the operation and reoperation took place within the same day, and the patient is now in good condition.